Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of spectrum pumps constantly displayed a "false" upstream occlusion message during patient therapy on unknown dates (medication, programmed amounts and delivery rates unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.